Event description:
While percutaneous endoscopic gastrostomy was being removed with obturator, the obturator was popping through the bolster cage. After a couple attempts, the peg was cut and retrieved with an endoscope.